Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("a tubular cystic structure in the right adnexal area which could represent a hydrosalpinx, pelvic inflammatory disease or right ovarian cyst."), hydrosalpinx ("a tubular cystic structure in the right adnexal area which could represent a hydrosalpinx, pelvic inflammatory disease or right ovarian cyst.") And genital haemorrhage ("heavy bleeding") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)" in (B)(6) 2015 and device monitoring procedure not performed "did you undergo an essure confirmation test". The patient's concurrent conditions included overweight, vaginitis, vulvovaginitis and ovarian cyst. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain ("severe and chronic pelvic/ pain"), abdominal pain ("abdominal pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and weight increased ("weight gain/loss specify which one: weight gain"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), hydrosalpinx (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), uterine leiomyoma ("fibroids"), abdominal pain lower ("severe cramping"), ovarian cyst ("a tubular cystic structure in the right adnexal area which could represent a hydrosalpinx, pelvic inflammatory disease or right ovarian cyst.") And vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery (underwent a hysterectomy in (B)(6) 2017). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic inflammatory disease, hydrosalpinx, genital haemorrhage, pelvic pain, abdominal pain, uterine leiomyoma, abdominal pain lower, ovarian cyst, vaginal haemorrhage, menorrhagia, migraine, headache, nausea, tooth disorder, dysmenorrhoea, vaginal discharge and weight increased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, genital haemorrhage, headache, hydrosalpinx, menorrhagia, migraine, nausea, ovarian cyst, pelvic inflammatory disease, pelvic pain, tooth disorder, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.2 kg/sqm. On or about (B)(6) 2017, plaintiff underwent an ultrasound that showed a tubular cystic structure in the right adnexal area which could represent a hydrosalpinx, pelvic inflammatory disease or right ovarian cyst. Current weight 190 lbs. Most recent follow-up information incorporated above includes: on 20-sep-2018: reporters added. Updated patient demographics. Historical condition, laboratory data was added. Updated suspect drug indication. On (B)(6) 2014, she explanted essure (previously reported as (B)(6) 2015). Added abnormal bleeding (vaginal, menorrhagia), migraines / headaches, nausea, dental problems, dysmenorrhea (cramping), pain, vaginal discharge, failure to occlude (close) fallopian tube(s), weight gain/loss specify which one: weight gain and did you undergo an essure confirmation test. Updated events and onset date. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("a tubular cystic structure in the right adnexal area which could represent a hydrosalpinx, pelvic inflammatory disease or right ovarian cyst."), hydrosalpinx ("a tubular cystic structure in the right adnexal area which could represent a hydrosalpinx, pelvic inflammatory disease or right ovarian cyst.") And genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), hydrosalpinx (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("severe and chronic pelvic"), abdominal pain ("abdominal pain"), uterine leiomyoma ("fibroids"), abdominal pain lower ("severe cramping") and ovarian cyst ("a tubular cystic structure in the right adnexal area which could represent a hydrosalpinx, pelvic inflammatory disease or right ovarian cyst."). The patient was treated with surgery (underwent a hysterectomy in (B)(6) 2017). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic inflammatory disease, hydrosalpinx, genital haemorrhage, pelvic pain, abdominal pain, uterine leiomyoma, abdominal pain lower and ovarian cyst outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, hydrosalpinx, ovarian cyst, pelvic inflammatory disease, pelvic pain and uterine leiomyoma to be related to essure. Diagnostic results: on or about (B)(6) 2017, plaintiff underwent an ultrasound that showed a tubular cystic structure in the right adnexal area which could represent a hydrosalpinx, pelvic inflammatory disease or right ovarian cyst. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.